Manufacturer narrative:
Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler and the patient event of hospitalization for fluid in the lungs with temporary transition to hemodialysis. However, there is no documentation of a causal relationship between use of the cycler and the patient¿s adverse event. The patient reported a drain complication and then was not able to drain either on the cycler or with manual exchanges. As a result, the patient was admitted to the hospital for fluid in the lungs. The pdrn reported the cause of the fluid was not determined; however, the cycler is not believed to have caused the patient¿s adverse event. Due to the patient undergoing thoracentesis, the patient cannot attempt pd therapy for at least a month while the incision heals. As a result, the patency of the patient¿s pd catheter (not a fresenius product) cannot be checked. The patient¿s report of not being able to drain on the cycler or manually suggests a pd catheter issue. Based on the available information and no allegation or evidence of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s fluid in the lungs with hospitalization and temporary transition to hd. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a cycler draining slowly message during treatment. Upon follow-up with the patient, it was documented that the patient could not complete treatment on that date either on the cycler or manually. The patient stated having gone to the hospital on (B)(6) 2023, due to fluid in lungs. The patient is undergoing hemodialysis (hd) treatments for the next six weeks. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was admitted to the hospital. The patient underwent thoracentesis to remove the fluid. The patient had a permacath placed and is completing hemodialysis (hd for approximately one month and then attempt to return to pd. The patient cannot complete pd while the incision from the thoracentesis is healing. The pdrn stated that there was no reported issue with the cycler prior to the event. The patient did not report any draining issues prior to the call to technical support for the draining slowly on 21/nov/2023. The cause of the fluid in the lungs has not been determined; however, the pdrn stated they do not believe the cause to be the liberty select cycler. The patient remains hospitalized.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported a cycler draining slowly message during treatment. Upon follow-up with the patient, it was documented that the patient could not complete treatment on that date either on the cycler or manually. The patient stated having gone to the hospital on (B)(6) 2023 due to fluid in lungs. The patient is undergoing hemodialysis (hd) treatments for the next six weeks. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the hospital on (B)(6) 2023 and was found to have fluid in the lungs. The patient was admitted to the hospital. The patient underwent thoracentesis to remove the fluid. The patient had a permacath placed and is completing hemodialysis (hd for approximately one month and then attempt to return to pd. The patient cannot complete pd while the incision from the thoracentesis is healing. The pdrn stated that there was no reported issue with the cycler prior to the event. The patient did not report any draining issues prior to the call to technical support for the draining slowly on (B)(6) 2023. The cause of the fluid in the lungs has not been determined; however, the pdrn stated they do not believe the cause to be the liberty select cycler. The patient remains hospitalized.